Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was not working properly. The customer¿s blood glucose level was 256 mg/dl at the time of incident. Troubleshooting was performed and customer stated that act button was not responding. Customer also stated that they received time clock anomaly and insulin pump was still working. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test. No frozen screen noted during test and time clock advances properly.